Event description:
Ous MDR - it was reported that approximately 86 months after the implant an increase of shock impedance from 90 to over 150 ohms within one day was noted via home monitoring. The patient was called in the hospital. On the same day this lead was capped and a new lead was implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed a stable shock impedance trend curve around 80 ohms between january 2018 and september 2018 with a subsequent sudden increase to >150 ohms, as reported in the complaint text. The mentioned synchronous increase of the lv pacing impedance in the configuration, including the rv coil, was also evident in the provided data. Furthermore, the iegm freezes demonstrated artefacts on the farfield channel. Based on the provided x-ray images, no conductor fractures could be identified. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.